Event description:
Tampon stuck - vagina [foreign body in reproductive tract]. String broke - tampon [device breakage]. A parent contacted via phone and stated that his/her daughter got the tampon stuck and the string broke. No serious injury was reported.

Manufacturer narrative:
22-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck - vagina [foreign body in reproductive tract]. String broke - tampon [device breakage]. A parent contacted via phone and stated that his/her daughter got the tampon stuck and the string broke. No serious injury was reported.